Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed (B)(6) results while using architect anti-hcv reagents. The following data was provided for the same patient. Specimen 1 (tested (B)(6) 2018) (B)(6). Specimen 2 (tested (B)(6) 2018) (B)(6). The patient was diagnosed with hemophilia and historically tested (B)(6). Cobas method was previously used and was (B)(6) in 2017 (19.6) and 2016 (17.2). The customer stated the architect analyzer was installed in the laboratory in 2017, and previously the laboratory used the cobas method. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Reagent lot 82133li00, which was used in december 2018 for testing of the sample in question, has expired. But a retained kit of architect anti-hcv reagent, lot number 82133li00 was tested in a sensitivity setup in the scope of another complaint. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Additional test provided by the customer results in western blot as indeterminate. Architect and viral load testing also resulted negative. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.